Event description:
The customer reported to olympus, the gastrointestinal videoscope had a crushed light cable, poor angles and worn distal sheath. The issue was found during reprocessing. There was no patient involved. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was found clogged with foreign material resembling black rubber. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings listed in b5, the following was determined; he grip had a scratch, the switch box had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the right/left knob had discoloration, the up/down knob had discoloration, water tightness was lost due to damage on the guide pin of the electrical connector, the electrical connector was dirty due to water leakage, the air supply volume did not meet the standard value due to clogging of nozzle, the water supply volume did not meet the standard value due to clogging of nozzle, the play of up/down knob was out of the standard value due to wear of angle wire, the image guide protector had a cut, the light guide lens had a crack, the connecting tube had a scratch, and the universal cord was deformed. The cleaning, disinfection, and sterilization (cds) was performed by the customer stating that the sterilization process was completed; however, the customer did not provide the specific steps taken during the cds process. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The reprocessing steps at the material residue point were not deviated from the instruction manual, and there was no physical damage confirmed at the place where the foreign material remained. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: IFU states that detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.